Event description:
It was reported that during a stent assisted coil embolization case, subject stent was deployed successfully and while withdrawing the subject stent delivery wire, the subject stent was migrated by delivery wire. Operator pulled it out of patient's body. Part of the coil went out from aneurysm to go into vessel. Finally used new stent (the coil was attached by this new stent when deployed) to finish the procedure without any clinical consequences to the patient.

Event description:
It was reported that during a stent assisted coil embolization case, subject stent was deployed successfully and while withdrawing the subject stent delivery wire, the subject stent was migrated by delivery wire. Operator pulled it out of patient's body. Part of the coil went out from aneurysm to go into vessel. Finally used new stent (the coil was attached by this new stent when deployed) to finish the procedure without any clinical consequences to the patient. Update: additional atlas stent was implanted as a medical intervention for coil protrusion that resulted from subject stent migration.

Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. B1 adverse event/product problem - updated from product problem to adverse event and product problem. B2 outcomes attributed to ae - updated to required intervention to prevent permanent impairment/damage (devices). B5 executive summary - updated. F10 / h6 health impact code grid - updated from no health consequences or impact to additional device required. H1type of reportable event - corrected from malfunction to serious injury. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject stent was returned deployed and noted to be deformed. The stent delivery wire (sdw) was noted to be kinked/bent. The stent introducer was not returned. An microcatheter was returned the catheter was intact. A functional inspection could not be performed as the stent was deployed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code 'stent dislodged/migrated' could not be replicated as the stent was returned fully deployed from the microcatheter. However, the analysis results are consistent with the reported event. The returned device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported that 'the operator used stent to assist the coil embolization. After filling coils, the operator prepared to deploy stent. The stent was deployed successfully and when withdrew the delivery wire the stent was migrated by the delivery wire and finally pulled out of patient's body. Part of the coil went out from aneurysm to go into vessel. Finally used new stent (the coil was attached by this new stent when deployed) to finish the procedure'. The stent was returned for analysis fully deployed from the microcatheter (which was also returned for analysis). The stent was deformed towards the proximal and distal ends. The 3 marker bands were present on both ends of the returned stent. The stent delivery wire was also returned for analysis and was seen to be kinked/bent in the middle and distal sections of the wire. The introducer sheath was not returned for analysis. In the case of this complaint, it is most likely that the issue occurred due to procedural or anatomical factors encountered during the procedure. Therefore, an assignable cause of procedural factors has been assigned to the 'as reported' code stent dislodged/migrated and to the 'as analyzed' codes stent deformed and sdw kinked/bent as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.